Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, high shock impedance measurements, measuring at 125 ohms and noisy signals. Furthermore, this lead was fractured. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.